Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead in one piece was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure it was low pacing impedance measurements were observed. A replacement lead was used to successfully compete the procedure. Patient was stable.